Manufacturer narrative:
Updated 'date received by MFR" with corrected date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that ins was replaced because she had a fall and it 'got moved really low. It was literally spasms in their rectum all day long'. Patient stated this occurred about 1 month to 6 weeks before device was replaced. Patient stated the device worked well prior to the fall. The device was planned date on (B)(6) 2018. Patient stated the doctor was happy because the new lead was placed deeper in the nerve. There were no further patient complications are anticipated or expected as a result of this event.